Event description:
It was reported that this advance sling system did not work for the patient. A surgical intervention was performed to implant an artificial urinary sphincter. No further patient complications were reported.

Manufacturer narrative:
B3. Date of event: actual event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.